Event description:
This report is being filed as the clip was difficult to remove causing the septostomy site to enlarge and had to be surgically removed from the groin site. It was reported that on (B)(6) 2014, a mitraclip procedure was performed. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared for use as per the instructions for use. As the cds was advanced through the sgc, resistance was felt when the clip was close to the tip of the sgc. The sgc tip was straightened to reduce the resistance. As the cds was advanced, the sleeve segment between the steerable sleeve handle and clip introducer was observed to be distorted/twisted. The cds was pulled back a few centimeters and the distortion was corrected, but damage was visible on the sleeve. As the cds was pushed slightly in a controlled manner, the clip suddenly jumped out of the sgc and into the left atrium (la). As the cds was pulled back slowly, resistance was felt and the cds jumped backward causing one of the clip arms to become stuck on the soft tip of the sgc. In an unsuccessful attempt to release the clip from the tip, troubleshooting maneuvers were performed by opening the clip arms several times and moving the grippers up and down. The sgc and cds were retracted as one unit into the inferior vena cava which caused the septostomy site to become a little bigger, but not big enough to require a septal closure device. When the mitraclip system was at the groin site, the same trouble shooting maneuvers were repeated and the sgc and cds were separated.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that there were no anatomical challenges during use of the device. The steerable guide catheter (sgc) was positioned without resistance. The clip was in the fully closed position prior to insertion. When the clip delivery system jumped out of the sgc, it was thought that the parts of the device were not being maneuvered; no movement was seen on the stabilizer or delivery catheter handle.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) and clip were returned for analysis. Inspection of the clip showed a piece of tissue lodged between one of the clip arms and grippers. Upon opening the clip to examine the inner components, three of the frictional elements (fes) on one of the grippers were bent, which was likely due to an interaction with the guide tip as it got stuck during removal. In this case, based on these findings, the clip was likely partially open while the physician cut the clip from the tip of the device in order to remove it. Then during removal, the gripper arm likely interacted with the anatomy, resulting in tissue becoming caught in the fes. The reported resistance between the cds and steerable guide catheter (sgc), and the cds jumping back and forth could not be properly replicated a testing environment due to the damaged condition of the returned devices. The resistance between the cds and sgc may be due to varying amounts of tension felt by the devices during procedure versus the returned product analysis. More tension (e.g. Due to the anatomy) on the device may make it more difficult to position the cds. Potential causes for resistance between the cds and sgc, resulting in difficulty positioning/removing the cds and causing it to jump in and out of the sgc (device operating differently than expected) are, but not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique (such as the clip not being fully closed during advancement) or procedural conditions (excessive tension on the devices during the procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed that both the complaint cds and sgc passed all in-process and final inspections. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty to position/remove the cds, damage to the steerable sleeve shaft or the (device operates differently than expected) incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive tension on the device caused by other procedural interactions (e.g. Due to the anatomy, excessive curved applied to the device by the user or the clip not being fully closed). The information provided in the case details stated that the sgc was set to neutral during cds advancement, there was no resistance felt while the sgc was positioned and no challenging anatomical conditions were identified. It was noted that the clip was fully closed after functionally testing it during device preparation, prior to insertion into the sgc. This information suggests that the user inserted the cds according to the mitraclip instructions for use and that patient anatomy may not have been a contributing factor to the reported resistance. Additional information also indicated that when the cds jumped from the guide, it appeared that only the cds jumped; no movement was seen on the stabilizer or the delivery catheter (dc) handle. In this case, since the analysis was unable to confirm the resistance, it is possible that there were some unidentified procedural interactions which caused more tension on the device, such that the cds encountered resistance with the distal shaft of the sgc and could not be advanced any further. At this point, due to this resistance and not being able to advance any further, tension may have built-up on the steerable sleeve, causing it to then jump (both during advancement and removal) from the sgc during the procedure; however, this cannot be confirmed. Because the cds jumped backward, one of the clip arms to became stuck on the soft tip of the sgc. Based on the information reviewed and the analysis of the returned devices, a definitive cause for the reported resistance with the sgc during advancement and removal of the cds and the jumping of the device (device operates differently than expected) could not be determined. The reported difficulty removing the devices was a result of the clip getting caught on the sgc tip, therefore requiring the devices to be removed as a single unit. There does not appear to be any evidence of a quality deficiency associated with this device. It was noted that as the sgc and cds were retracted as one unit into the inferior vena cava, this caused the septostomy site to become larger (atrial perforation), but not big enough to require a septal closure device. When the mitraclip system was at the groin site, the sgc and cds were separated and a vascular surgeon performed a cut down of the femoral vein, cut the clip off the cds and removed the cds and clip. The patient effects of atrial perforation, hemorrhage and hypotension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the cause for the atrial perforation was likely due to the clip having to be withdrawn outside of the cds. Post procedure, the patient hemodynamic situation deteriorated and due to the hemodynamic instability and loss of blood during the vascular repair, the patient required a blood transfusion and was stabilized. The physician confirmed that the patient was awake the day after the procedure. The physician also stated that the patient was in a high risk group, old and had a very low ejection fraction which contributed to the hemodynamic deterioration; the mitraclip device was not a factor. Based on this information, the hemorrhage and hypotension were related to pre-existing patient conditions. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Unchanged mr grade. During the separation, the sgc came out of the anatomy; the soft tip was damaged. However, as the clip arms were not fully closed, it was not possible to remove the cds from the groin. A vascular surgeon performed a cut down of the femoral vein. The clip was cut off of the cds and the remainder of the cds was able to be removed from the anatomy. The mitraclip procedure was aborted and the femoral vein was sutured closed. Post procedure, the patient was stable. After a few hours, the patient could not be awakened and the patient hemodynamic situation deteriorated. Due to the hemodynamic instability and loss of blood during the vascular repair, the patient required a blood transfusion and was stabilized. The physician confirmed that the patient was awake the day after the procedure. The physician also stated that the patient was in a high risk group, old and had a very low ejection fraction which contributed to the hemodynamic deterioration; the mitraclip device was not a factor. The functional mitral regurgitation grade remained the preprocedural grade of 4. The condition of the patient will be observed in the following months to determine if further treatment will be provided for the mitral regurgitation. Reportedly, as of (B)(6) 2014, the patient who has been observed in the clinic post the mitraclip procedure is getting well day by day. The patient condition is much better compared with 10 days ago. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.